Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The catheter lost contact during an ablation procedure. When the tacticath was reconnected to the tactisys, a leak was noted inside the connector. The device was exchanged to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The reported contact force and leak issues were confirmed. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors. The presence of saline residue within the electrical connector is consistent with the loss of contact force during the procedure and the short circuits indicated during testing. Analysis of the log files indicated the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation. The device met specifications for temperature testing and optical signal properties.

Manufacturer narrative:
Additional information: date received by MFR and device MFR. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.